Manufacturer narrative:
This is one event reported on the same patient involving three separate products and associated with MDR #1225714-2013-03673, 03674, 2937457-2.013-00427.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2012, after the use of the product.